Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. D2a - additional common device names: catheter, nephrostomy, general & plastic surgery; catheter, nephrostomy. D2b - additional procodes: gbo; lje. H3 - device evaluated by mfg? Device evaluation anticipated but not yet begun. Awaiting device return. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that the metal stiffening cannula was difficult to remove from an ultrathane mac-loc locking loop multipurpose drainage catheter. During the percutaneous transhepatic biliary drainage (ptcd) procedure, after the drainage catheter was placed into the patient, the operator found that the cannula could not be removed from the catheter. After several attempts, the drainage catheter and the cannula were withdrawn together. A new drainage catheter was used to complete the procedure successfully. The user noted that the puncture needle was able to be removed from the stiffening cannula. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged or unavailable. Investigation ¿ evaluation. It was reported that the metal stiffening cannula was difficult to remove from an ultrathane mac-loc locking loop multipurpose drainage catheter. During the percutaneous transhepatic biliary drainage (ptcd) procedure, after the drainage catheter was placed into the patient, the operator found that the cannula could not be removed from the catheter. After several attempts, the drainage catheter and the cannula were withdrawn together. A new drainage catheter was used to complete the procedure successfully. The user noted that the puncture needle was able to be removed from the stiffening cannula. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence. Reviews of the documentation, including the complaint history, device history record (DHR), quality control procedures, specifications and instructions for use (IFU), as well as a visual inspection and dimensional verification of the returned device, were conducted during the investigation. The ultrathane mac-loc locking loop multipurpose drainage catheter was returned in a used condition. The supplied disposable stiffening cannula, and flexible stiffener were also received. The flexible stiffener was received sealed within the inner pouch. During tabletop testing, while manipulating the distal tip of the catheter, the disposable stiffening cannula was able to be removed. The disposable cannula was reinserted and again removed from the catheter, and no difficulty was encountered. Dimensional analysis confirmed that the device and components were manufactured to the correct specifications and tolerances. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that inspection activities are in place to identify this failure mode prior to distribution. A review of the device history record (DHR) for the device lot found one relevant nonconformance, in which one device was scrapped. It should be noted that there were no other complaints associated with the final product lot number. Product labeling review. The product IFU, [t_multi2 rev1] ¿multipurpose drainage catheter,¿ provides the following information to the user related to the reported failure mode: precautions: ¿when inserting a stiffening cannula into a catheter with retention suture, hold suture during cannula insertion to avoid bunching or tangling of suture.¿ instructions for use: ¿under fluoroscopic control, perform standard techniques for placement of percutaneous draining catheters, either by seldinger access or trocar access. -once catheter is in desired location, remove any wire guides, trocars, or stiffeners, allowing the catheter to for its configuration.¿ how supplied: ¿supplied sterilize by ethylene oxide gas in peel-open packages. Intended for one-time use. Sterile if package is unopened or undamaged. Do not use the product if there is doubt as to whether the product is sterile. Store in a dark, dry, cool place. Avoid extended exposure to light. Upon removal from package, inspect the product to ensure no damage has occurred.¿ evidence gathered upon review of the dmr, DHR, device evaluation, and IFU confirmed that the device was not manufactured out of specification, and that there are no nonconforming devices in-house or out in the field. Based on the information provided, examination of the returned product, and the results of our investigation, it was concluded that a component failure unrelated to manufacturing or design deficiencies contributed to the reported event. Per the risk assessment no further action is required. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.